Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 420 mg/dl. The customer noted that the infusion set cannula was bent. She treated with a manual injection. She was advised on insertion to avoid bent cannulas and declined to troubleshoot for the insulin pump. The insulin pump was not replaced or returned for analysis.